Event description:
Infusion pump with an 812:04 failure code. The hospital representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event.